Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found overflow at sample probe drain due to clot in drain. Fse removed drain, cleaned and replaced all filters throughout the system.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the immage 800 immunochemistry system from underneath. No injury was reported.